Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detector falsely alarmed. The user observed an error alarm generating from the safety monitor. The issue was intermittent in nature. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.